Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the hospital after receiving an appropriate shock. The device was interrogated and high voltage lead impedance was higher than the acceptable range. The device was reprogrammed to a different high voltage vector which also showed high out of range high voltage lead impedance. Appropriate therapy was again administered to the patient but a therapy of lower energy than that was programmed was delivered. Although the therapy converted the patient there was concern regarding this output anomaly. The device was electively explanted and replaced to minimize infection risk. The patient is well post-procedure.

Manufacturer narrative:
Final analysis found the reported field event of high hv lead impedance measurements were confirmed in the laboratory. The device was tested on the bench and high hv lead impedance measurements were traced to a cracked epoxy joint between components on the hybrid. The cause of the field event was an open connection between components on the hybrid.